Manufacturer narrative:
The customer's device was not returned for evaluation. The customer was advised to replace the old battery. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power when performing the daily self-test before printing the strip. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.